Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 20th december, 2018 maquet sas became aware of an issue with the surgical light device branded volista. It was stated the main arm of the device was rusted and the paint was damaged. There was no injury reported however it was decided to report this issue based on the potential and in the abundance of caution, as any particle falling off from the device into the sterile field might be a source of contamination. It was established that when the event occurred, the device did not meet its specification and it contributed to the issue. The information about the time when the event occurred was not provided, we do not know if the unit was or was not being used for the patient treatment. It was confirmed that the composition of cleaning agent used by the customer was in line with chemicals recommended by the manufacturer. The dilution and application method and time were provided by manufacturer of the cleaning agent, however in course of investigation we were not able to establish if customer followed the recommendation, thus we do not know how the cleaning process was performed exactly. The issue has been investigated by the manufacturing site and based on the information collected to date the most probable root cause of premature oxidation was cleaning process. It appears that the concentration of chemical products, the stagnation of agent residual on the disinfected surfaces were the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions in user manual, avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions and to wipe with dry cloth and to make sure no liquid residue is left on the device after cleaning. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could likely have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware about an issue with one of the surgical lights- volista. As it was stated, the arm of the device was rusted and the paint was damaged. There was no injury reported and no indication of falling particles given. However, having in mind similar complaints received in the past we decided to report the issue in abundance of caution as such damage in the paint integrity can result in parts falling into the sterile field and might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).